Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. Additionally, the reported low flow alarms could not be confirmed through review of the submitted log files. A specific cause for the alarms could not be conclusively determined. Review of the submitted log files revealed no notable events or alarms, and the pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the reported low flow alarms; however, no further information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Additionally, this section explains that changes in patient conditions can result in low flow. Section 4 also explains that the system controller can store 256 events. When the memory is full, the oldest events are deleted as new ones are saved. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, is also currently available. Section 5, "alarms and troubleshooting", also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with a syncopal episode and a report of low flow alarm. Many pulsatility index (pi) events were noted on the ventricular assist device (vad) history. The event log file contained persistent pi events on (B)(6) 2023. The cause of the syncopal event and pu events was determined to be septal deviation leftward and the speed was reduced from 5700 rotations per minute (rpm) to 5500 rpm. The patient was outpatient with no reported further incidents and a plan for monthly follow ups.